Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation.

Event description:
As per sales rep, during a tka the resident was trying to angle the drill and noticed that the tip of the drill was not sharp. There was about a 2 minute delay and surgery was completed successfully.